Event description:
It was reported to philips that the device gave an error indicating that the x-ray generator failed, and the monitor screen went blank. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed by releasing exposure foot pedal and completing a cine run instead of fluoroscopy. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system had an error message "generator busy x-ray failed" and the screen went blank. The rse reviewed the log file and found multiple point/hivo (high voltage) errors and the tube arcing issue. The philips field service engineer (fse) inspected the system onsite and found generator reset error. The fse replaced the point (power inverter) certeray unit and high voltage transformer. The issue reoccurred where the where the fse replaced the x-ray tube in the subsequent case. The defective high voltage transformer was returned for further analysis. The cause of the high voltage transformer failure could not be conclusively determined by the supplier's part analysis, however the replacement of the point (power inverter) certeray unit and high voltage transformer by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.